Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 275cc saline breast prosthesis, catalog #3502275, (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 275cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor breast prostheses on (B)(6) 2018. The explanted deflated device was discarded.

Manufacturer narrative:
On 06/28/2018, mentor received additional information about the event. The patient developed capsular contracture (baker grade iii) in her left breast. Capsular contracture patient code was added. On 07/16/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).